Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter stated that the pump was alarming "replace set 4" and that after pausing and restarting the pump, it started to alarm "replace set 3". They were advised to change the tubing, but they stated that they did not know how to do that. At that time they reported an approximately one hour delay in therapy. They were infusing dobutamine. Mmdg attempted to follow up with the initial reporter, but they stated they did not want to provide any information to mmdg. There was no harm or adverse affect to the patient reported because of the delay. [Complaint- (B)(4).